Manufacturer narrative:
The reagent lot number is 788409. The expiration date was not provided. The field service representative inspected the analyzer and found the rinse nozzle was stiff. He then performed maintenance, cleaned, lubricated, and adjusted the position of this part. He performed a precision check with successful results. The investigation determined the worn nozzle had caused the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable triglycerides result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 324 mg/dl. The first repeat result was 244 mg/dl. The second repeat result was 244 mg/dl.